Manufacturer narrative:
Exemption number e2015058 the device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found a fault with the returned device which can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.